Event description:
The account stated that the architect c16000k analyzer has generated discrepant (B)(6) results on (B)(6) patient samples. The account stated the initial results were critical results, but when retested the results were in the normal range. The samples were tested on four different architect analyzers. The account provided the following results for patient (B)(6); units of measurement is mmol/l. Initial result, retest result's) na 164, repeatedly 140; k 4.7, 4.0; cl 90, 108. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Jammed knife the (B)(4) device was returned completely disassembled, with anvil closed. A reload was received loaded on the channel and void of staples. Upon further inspection, a clip and several staples were found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional test was performed due to the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, after stapling and cutting the knife stuck and the stapler refused to open. After doing all the troubleshooting techniques, the user had to break the stapler in order to retract the knife and open it. Another like device was used to complete the procedure. There were no adverse consequences for the patient.